Event description:
Healthcare professional reported implantation of seri and non-allergan breast implants during primary reconstruction surgery on (B)(6) 2014. Seri device was split and used bilaterally. Five weeks following implant, patient presented on (B)(6) 2014 with bilateral bruising, redness, discomfort, and seroma at implant sites. Treatment included cleocin antibiotics. Symptoms have not resolved, however, seri device remains implanted. Physician cannot determine whether the events are related to the devices.

Manufacturer narrative:
This device remains implanted and is not available for return. The events of bruising, redness, discomfort, and seroma are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These events are being reported because medical intervention was required, although device-relatedness has not been established.